Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer consumed glucose tablets to address bg. Paramedics were called and administered sugar to the patient to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.